Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated a download of the device data will be sent in for evaluation. The data download was performed; however, the data was not evaluated as the patient is not device dependent and defibrillation therapy was programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient is in a nursing home and requested that defibrillation therapy be programmed off. The patient's physician contacted a boston scientific sales representative who performed the programming change and also noted this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. The device remains implanted and no adverse patient effects were reported.